Manufacturer narrative:
Records indicate this lead remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that after discharge from the initial implant procedure, the patient implanted with this implantable defibrillation lead collapsed. The patient was admitted to the emergency room. Oversensing of atrial fibrillation (af) was noted which resulted in six delivered shocks. The patient then went into ventricular fibrillation (vf) following the delivered shocks. An x-ray was performed which confirmed the lead had dislodged into the inferior vena cava. The patient was admitted to the intensive care unit and subsequently expired.